Event description:
A doctor alleged that three (3) patients had experienced the debonding of restorations after placement with the optibond xtr and nx3 product. This is the second of three (3) reports.

Manufacturer narrative:
To date, the patient is doing fine. Upon the patient's return visit, the doctor re-cemented the crown for the patient, without further incident. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.